Event description:
It was reported the video system center image would freeze for about 2 seconds when releasing on button 1. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was some troubleshooting conducted over the phone. The customer called back later and said that currently all operational functions are good to go. Based on the results of the investigation, the root cause was unable to be determined. The device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The problem was first noticed during a procedure, which was completed with the device.